Event description:
A report was received that the patient had undergone a procedure where diathermy was used and the physician believes it affected the ipg. The physician decided to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician implant manual (B)(4)).

Manufacturer narrative:
This issue is a duplicate issue. Manufacturer's report number 3006630150-2018-61379.

Event description:
A report was received that the patient had undergone a procedure where diathermy was used and the physician believes it affected the ipg. The physician decided to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician implant manual 90970880-04).